Manufacturer narrative:
Complaint conclusion: as reported via the (B)(6) registry, a day after the index procedure, there was stent thrombosis of the precise pro rx stent. At the time of the index procedure, angiography revealed 90% stenosis to the right ostium internal carotid artery. Pre-procedure nih stroke scale was 0 and the patient was asymptomatic. The lesion was described as 20mm in length, concentric, arch type ii and moderately calcified. The reference vessel was 7.0 in diameter and with mild tortuosity. A 8mm angioguard was successfully deployed beyond the target lesion and the lesion was pre-dilated. A 8.0 x 30mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully and debris was noted in the filter basket. There was 20% post residual stenosis. Occlusion in the contralateral carotid artery was documented. The patient left the angiography suite with no neurological deficits. The following day, stent thrombosis occurred. Per the investigator, the event was not related to the index procedure or the cordis product. The patient's medical history includes abnormal stress test, CABG, smoking (>5packs of cigarettes), diabetes mellitus, coronary artery disease, hypertension (systolic>140, or diastolic>90, or requiring medication). The product was not returned as it remains implanted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Stent thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent and instigate vessel remodeling around the stent, producing gaps between the stent and the vessel wall. Per the investigator, the event was not related to the cordis product. The inherent risk of the procedure combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
Addendum: adjudication minutes received on 6/25/2013. The information received indicates that the patient was initially admitted with shortness of breath and subsequent angiography revealed a tight lesion in the rca. He was referred to redo CABG surgery, but was found to be not a good candidate due to multiple comorbidities and poor redo targets. At this point, he underwent percutaneous treatment of the rca lesion with placement of three drug-eluting stents. Upon evaluation of carotid arteries, a tight lesion in the right ica was noted, and the patient was enrolled in the study on (B)(6) 2013. A total occlusion of the left ica was chronic and known for at least 10 years, per source documents. He was anemic and received a series of blood transfusions on (B)(6) 2013 and on (B)(6) 2013. In the evening of (B)(6) 2013 he developed flush pulmonary edema, was resuscitated and placed on bipap. Further, he had a brief period of pea arrest necessitating CPR for two minutes. At this point, the patient was intubated and transferred to the ICU. He was noted to be hemodynamically stable at that point. Cardiac catheterization on (B)(6) 2013 for cardiogenic shock and a non-st elevation mi revealed a 100% in-stent occlusion in the proximal rca with an anomalous cx that was coming off of the rca. The lesion in the rca was treated with balloon angioplasty with re-establishing of a flow from timi 0 to timi 3 with further placement of a drug-eluting stent and balloon angioplasty. Carotid duplex ultrasound on (B)(6) 2013 revealed improved right carotid stenosis (from 80-99% on (B)(6) 2013 to 50-69% on (B)(6) 2013) with a known chronic total occlusion of the left ica. The site completed ae form to report an event of stent thrombosis on (B)(6) 2013 (on the transmittal form for source documents collection, "stent thrombosis of the right coronary artery"); however, event of mi was not reported in the ae form. Since the cardiac arrest on (B)(6) 2013, the patient remained neurologically unresponsive, according to the consultation summary on (B)(6) 2013. At the time of the consultation, he was removed from sedation for 72 hours, however, was still not responding to voice or physical stimuli in a purposeful manner. A brain CT scan on (B)(6) 2013 revealed subacute watershed infarctions bilaterally, right greater than left. No acute intracranial hemorrhage was seen. Upon discussion with the family, a do not resuscitate status was elected. The patient expired on (B)(6) 2013. The death certificate reported the cause of death was cerebrovascular accident and severe atherosclerotic disease. No autopsy was performed. The site reported the cause of death as neurologic. Based on the new info received, the patient code of stent thrombosis was removed from the report and is no longer reportable since it was not within the carotid stent as previously reported by the site. The event of cerebrovascular accident was added to the patient code of this report. Please update your files. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Per the (B)(4) study adjudication minutes, the committee agreed that the patient experienced a cerebrovascualr accident. At the time of the index procedure, angiography revealed 90% stenosis to the right ostium internal carotid artery. Pre-procedure nih stroke scale was 0 and the patient was asymptomatic. The lesion was described as 20mm in length, concentric, arch type ii and moderately calcified. The reference vessel was 7.0 in diameter and with mild tortuosity. A 8mm angioguard was successfully deployed beyond the target lesion and the lesion was pre-dilated. A 8.0 x 30mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully and debris was noted in the filter basket. There was 20% post residual stenosis. Occlusion in the contralateral carotid artery. The patient left the angiography suite with no neurological deficits. Per the adjudication minutes, the patient was initially admitted with shortness of breath and subsequent angiography revealed a tight lesion in the rca. He was referred to redo CABG surgery, but was found to be not a good candidate due to multiple comorbidities and poor redo targets. At this point, he underwent percutaneous treatment of the rca lesion with placement of three unknown drug-eluting stents. Upon evaluation of carotid arteries, a tight lesion in the right ica was noted, and the patient was enrolled in the study on (B)(6) 2013. A total occlusion of the left ica was chronic and known for at least 10 years, per source documents. Cardiac catheterization on (B)(6) 2013 for cardiogenic shock and a non-st elevation mi revealed a 100% in-stent occlusion in the proximal rca with an anomalous cx that was coming off of the rca. The lesion in the rca was treated with balloon angioplasty with re-establishing of a flow from timi 0 to timi 3 with further placement of a drug-eluting stent and balloon angioplasty. Carotid duplex ultrasound on (B)(6) 2013 revealed improved right carotid stenosis (from 80-99% on (B)(6) 2013 to 50-69% on (B)(6) 2013) with a known chronic total occlusion of the left ica. The site completed ae form to report an event of stent thrombosis on (B)(6) 2013 (on the transmittal form for source documents collection, "stent thrombosis of the right coronary artery"); however, event of mi was not reported in the ae form. Since the cardiac arrest on (B)(6) 2013, the patient remained neurologically unresponsive, according to the consultation summary on 01/24/2013. At the time of the consultation, he was removed from sedation for 72 hours, however, was still not responding to voice or physical stimuli in a purposeful manner. A brain CT scan on (B)(6) 2013 revealed subacute watershed infarctions bilaterally, right greater than left. No acute intracranial hemorrhage was seen. Upon discussion with the family, a do not resuscitate status was elected. The patient expired on (B)(6) 2013. The death certificate reported the cause of death was cerebrovascular accident and severe atherosclerotic disease. No autopsy was performed. The site reported the cause of death as neurologic. This (B)(6) male had a medical history that included abnormal stress test, CABG, smoking, diabetes mellitus, coronary artery disease and hypertension. The product was not returned. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Event description:
As reported via the (B)(6), a day after the index procedure, there was stent thrombosis of the precise pro rx stent. At the time of the index procedure, angiography revealed 90% stenosis to the right ostium internal carotid artery. Pre-procedure nih stroke scale was 0 and the patient was asymptomatic. The lesion was described as 20 mm in length, concentric, arch type ii and moderately calcified. The reference vessel was 7.0 in diameter and with mild tortuosity. An 8 mm angioguard was successfully deployed beyond the target lesion and the lesion was pre-dilated. A 8.0 x 30 mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully and debris was noted in the filter basket. There was 20% post residual stenosis. Occlusion in the contralateral carotid artery. The patient left the angiography suite with no neurological deficits. The following day, stent thrombosis occurred. Per the investigator, the event was not related to the index procedure or the cordis product.